Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The pump was refilled on (B)(6) 2019. The patient's weight at the time of the event was unknown. The empty pump/withdrawal event has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and post spinal cord injury. It was reported that the rep believed pump was empty. The pump was due to go empty on (B)(6) 2019. Patient was in a nursing home and pump didn't get refilled. The patient was due for a refill. Patient was in the intensive care unit (ICU) right now. Patient was going through baclofen withdrawal. No further complications were reported.